Event description:
It was reported that the user attempted to pair a dexcom g6 sensor with the ilet system while using dexcom g7, resulting in failure to pair until the user restarted with the correct g7 sensor and pairing process; this reflects an incorrect pairing code or wrong sensor type selection and required troubleshooting and education. Symptoms included no alerts or alarms and no reported clinical effects. Outcomes included no impact on health and no hospitalization. Investigation included remote review of use history and user guidance by support. Investigation of this case revealed user error related to attempting to pair the wrong sensor type, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.